Manufacturer narrative:
The evaluation revealed the package of the k-wire to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The k-wire was documented as faultless prior to distribution. The customer reported that an infection occurred and the causing germ is a staphylococcus. A special investigation according to dqi 13-001 ¿handling of infection complaints¿ including the checklist for the investigator (dqf 13-002) was performed; no deviation was indicated regarding cleaning, sterilization or packaging of the complained k-wire. Although staphylococci were found during routine germ evaluations around the production time frame, the used gamma ray sterilization method was found effective to inactivate all germs, including the staphylococci. Therefore it can be excluded that the k-wire was contaminated with staphylococci during manufacturing. Furthermore, the customer reported that the complained k-wire is part of the recall ra 2015-172; the pfa specialist confirmed this, the k-wire is part of the recall. The recall was performed because there is a potential risk that the sterile barriers of wires were manufactured outside of the specification; excerpt of hhe 2015-175: ¿[¿] dye penetration test revealed that there is a potential risk that the cross seam manufactured by stryker proved to be out of specification (cross seam = sterile barrier shows micro-channels which are not visually identifiable (¿) based on statistics of available test specimen we have to conclude that 1% - 3% of the parts that were produced with this process (¿) have to be regarded as potentially affected by the nonconformance.¿ [¿]¿ based on the given facts and information a contamination during the manufacturing can be excluded; furthermore the likelihood of a contamination during storage is extremely small, a correlation between the complained k-wire and the reported infection cannot entirely be excluded, but is very unlikely. The exact root cause of the infection could not be determined.

Event description:
This issue was reported during recall action of ra2015-127. First surgery was (B)(6) 2015. 12 days later , a wound re-opened. Some liquid exuded from wound. After cultivation, staphylococcus was observed. Dr. Gave antibiotic to a patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
This issue was reported during recall action of ra2015-127. First surgery was (B)(6) 2015. Twelve days later , a wound re-opened. Some liquid exuded from wound. After cultivation, staphylococcus was observed. Dr. Gave antibiotic to a patient.